Event description:
Customer encountered problems with pump, unit displays "sensor failure" and will not run. Attempted to use a second one and had the same problem. Case was completed with an ar-6400 pump. Surgery was delayed over 30 minutes. No adverse consequences reported as a result of event.